Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl. Customer had declined troubleshoot for high blood glucose. It was reported that the customer was on pump and she was just put on prednisone. The customer was advised that they need to speak to her health care professional to find out what changes need to be made to her pump to counteract the affects of her medication. The insulin pump will not be returned for analysis.